Manufacturer narrative:
Patient¿s height reported as 5 feet 8 inches. This patient information is unknown. This report is for two (2) unknown 5.0 mm dual core locking screws. Partial part number for 5.0 mm dual core locking screws reported as 04.015.5xx. Exact part and lot number are unknown; UDI number is unknown. Original implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for 5.0 mm locking screw is not provided. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware removal on (B)(6) 2018 due to osteomyelitis. After the successful healing of the patient's fracture, one (1) titanium cannulated tibial nails-ex with proximal bend, six (6) unknown distal 5.0 mm locking screws, one (1) locking compression plate (lcp) plate and four (4) unknown 3.5 mm locking screws had to be removed. Original implant date was unknown. The osteomyelitis was reported as cellulitis, as this is a bacterial skin infection, the reporter was unaware of the source. There was no surgical delay and the procedure was successfully completed. Patient consequence was unknown. This report is for two (2) unknown 5.0 mm dual core locking screws. This is report 5 of 5 for complaint (B)(4).